Manufacturer narrative:
Follow-up #1: date of submission 09/21/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/27/2015 with the following findings: a review of the black box indicated a reboot occurred on 08/02/2015 at 12:45; deliveries resumed on 08/03/2015 at 10:50. A review of the pump history indicated that the last basal and bolus deliveries occurred on 08/04/2015. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on normally and successfully completed a rewind, load, and prime sequence. An ezbg and an ezcarb bolus were manually calculated and the pump correctly calculated the same number of units; the pump¿s bolus calculation feature was found to be functioning properly. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose over 250mg/dl but under 500mg/dl with extreme thirst, excess urination, and moderate ketones associated with the pump bolus calculation feature not working correctly. During troubleshooting, the reporter programmed a bolus using the advance bolus features, and the pump reportedly did no calculate the correct bolus amount. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a bolus calculation issue.